Manufacturer narrative:
Results: bd received 220 representative unused samples and representative photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. The septum from complaint/ failed samples was inspected under 10x microscope. It was observed that the hole was not fully closed after the needle was removed. Leakage testing was performed on 220 unused samples from the affected lot that were returned by the customer. Four our of 220 samples with leakage when subjected to system pressure of 45 psi failed the specification. Additionally, 10 retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. The septums were also inspected under 10x microscope and no abnormality was found. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. The affected products could have been subjected to higher temperature than usual during the record hot summer. Refer to CAPA 166486.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a bd intima-ii¿ closed IV catheter system was removed, blood leaked from the septum. No injury or medical intervention.